Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The severely calcified and severely tortuous chronic total occlusion (cto) target lesion was located in the distal right coronary artery (rca). The lesion was pre-dilated with a 1.3x10mm non-bsc balloon. The physician attempted to advance the taxus express2 3.0x28mm drug-eluting stent (des) in the lesion, but the stent delivery system (sds) was unable to cross. When the sds was removed from inside the patient, damage at the distal portion of the stent was noted. The procedure was completed with a different device. There were no patient complications; the patient's current condition is listed as "good".